Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about high blood glucose. The blood glucose was 400mg/dl at the time of incident. Customer was assisted with troubleshooting and current blood glucose is 473mg/dl. Customer was not calling back to perform high pressure test. The insulin pump will not be returned for analysis.